Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The event was manifested by abdominal pain, nausea, vomiting, fever and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal cefazolin (1g for 21 days; frequency not reported, ongoing) for peritonitis. Dianeal and extraneal therapy remained ongoing. Seven days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient is recovering from the event. No additional information is available.